Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had infection. Reportedly, the patient had staphylococcus aureus infection and planning for a system explant. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.